Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. Olympus expert staff conducted training on proper reprocessing for the user. The event can be prevented by following the instructions for use which state: preventive measure is described in IFU: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed during an onsite visit, the user facility staff was not using suctioning on their endoscopic retrograde cholangiopancreatography (ercp) scope during reprocessing which resulted in incorrect reprocessing. No patient infections or injuries reported.